Event description:
Office manager reports one flo-gard 6301 dual-channel volumetric infusion pump with note stating, "pump failure, medication error, delivered too much, pump #2." No further info is available at this time. Per reporter, biomedical stated that he could not duplicate the error.